Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during fill tubing. Customer's blood glucose reading ranged from 198 to 571 mg/dl. Troubleshooting was done. Product is not expected to return.